Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the station and server. A technical support specialist found that the server's c drive was full. After the customer increased available space, the tss moved the database backups to the e: drive. Confirmed with the customer that both the server and the station were operating normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to authenticate to the medstation. The customer stated that users were also unable to access the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.